Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 3.0x24mm drug eluting stent but was unsuccessful. When the stent was removed, the proximal portion of the stent was deformed. No pt complications were reported.